Manufacturer narrative:
Approximate age of device ¿ 1 year and 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The evaluation of (B)(4) confirmed external and internal driveline wire damage that would have contributed to the reported event. The pump was returned assembled with the driveline cut approximately 3.5 inches from the pump housing and the distal portion of the driveline was returned in two sections measuring 16 inches and 17.5 inches, respectively. The sealed inflow conduit (inlet tube, flex section, and elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (graft, bend relief, and elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured in place around the outflow graft nut. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. (B)(4) driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. However, visual inspection of the driveline confirmed breaches to the insulation of the yellow wire at the pump¿s nipple housing; the yellow wire redundantly supports motor phase 1. The observed wire damage appeared to be the result of repetitive flexing. Breaches to the insulation of the red and orange wires were also observed approximately 2.5 inches from the proximal end of the 16" section of dl, exposing the inner conductors; the red and orange wires both support motor phase 3. These breaches corresponded with the reported cut in the silicone jacket and appeared to be the result of mechanical damage. The remaining wires showed areas of abrasion, but were otherwise unremarkable. If the exposed conductors of the yellow, red, or orange wires contacted the braided shield while operating on the power module, the resulting short to ground would have resulted in the alarms and pump stops that were confirmed through the evaluations of the system controllers. The reported event also could have resulted from a phase-to-phase short if the exposed conductors from these wires made direct contact with each other or simultaneous contact with the braided shield on either the power module or battery power. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient felt his pump stop on (B)(6) 2015 as he was walking up stairs. The patient reported symptoms of dizziness and lightheadedness. The patient heard a red heart alarm and exchanged the system controller, but continued to experience red heart alarms. The patient reported that the red heart alarms occurred while connected both to batteries and the power module. Later that day, the patient presented to the clinic with a cut in the silastic portion of the driveline approximately 2.25 inches from the driveline exit site. The broken wires were visible through the bionate covering. The patient reported that he was unaware of how the driveline became damaged. While in clinic, the vad coordinator auscultated over the pump pocket and reported hearing the vad hum. The patient reported that during the past week he had been using batteries while sleeping because his patient cable ''was not working.'' Log file review revealed several low speed and pump stoppage events, as well as elevated power readings while the patient was connected to both batteries and the power module. It was reported that the patient was found to be pulsatile in clinic when previously he had not been pulsatile. The patient received a pump exchange on (B)(6) 2015 because of the proximity of the damage to the driveline exit site.